Manufacturer narrative:
The manufacturer name, city and state in the initial MDR were incorrect. MDR number 1415939-2018-00005 has been submitted with the correct manufacturer name, city and state and all further information will be documented under this MDR number. Concomitant medical devices: architect pre-trigger solution, ln: 06e23-65, lot: 78089fn00. Manufacture date: 14 june 2017, expires: 14 june 2018.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, deviations or potential non-conformances associated with the affected assay have been identified. There were no returns available from the customer site. Historical performance of the architect stat troponin-I assay reagent lot 41395un17 was reviewed worldwide and compared to an established control limit for patient data. The evaluation indicated that the patient median result for this reagent lot was within established control limits. Therefore, no unusual reagent lot performance was identified. The architect stat troponin-I assay package insert and the architect operations manual provide information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Use error may have contributed to the customer issue since retesting of the same sample gave the expected result indicating possible sample handling/integrity issues. Also, during the time the architect stat troponin-I assay issue occurred, an elevated number of optics errors (error codes 1006 and 1007) were generated on the architect i2000sr analyzer. The customer had replaced the architect pre-trigger solution and the error codes issue was resolved. There is no evidence to support whether the influence of the architect pre-trigger solution had any effect on the architect stat troponin-I results. Concomitant medical products: architect pre-trigger solution ln: 06e23-65, lot: 78089fn00, manufacture date: 14 june 2017, expires: 14 june 2018.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Architect pre-trigger solution ln: 06e23-82 lot: 78089fn00.

Event description:
The customer reports read code errors (1006 and 1007) being generated on an architect i2000sr analyzer. On (B)(6) 2017, one patient sample ((B)(6)) generated an architect stat troponin-I assay result of 0.311 ng/ml on architect i2000sr analyzer serial (B)(4). The result was reported to the emergency department. Six hours later, this same sample was retested on the same analyzer and generated a result of less than 0.010 ng/ml. The sample was then tested on architect i2000sr analyzer serial (B)(4), which also generated a result of less than 0.010 ng/ml. All other assay results matched original results. Upon further troubleshooting it was concluded that when the pre-trigger solution was changed from reagent lot 78089fn00 to 79138n000 the error codes no longer occurred and acceptable assay results were generated. No suspect results were reported from the lab. There is no impact to patient management reported.